Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/25/2014. Evaluation shows camber tube insert is coming loose. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states that the camber tube insert seems to be coming loose from the camber tube which is making the ride unsteady. Provider states when this slip happens it seems as though the wheel is going to fall off.